Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified below the knee artery. A 3.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, the contrast media was found to be leaking under fluoroscopy and upon initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a coyote nc balloon catheter. There were no patient complications reported.